Event description:
On (B)(6) 2024 this peritoneal dialysis (pd) patient reported having an infection a couple of weeks ago. The patient stated she was on antibiotics and being treated at the pd clinic. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient contacted the on-call nurse at 2am on (B)(6) 2024 due to abdominal pain and cloudy pd fluid. The patient was seen later that day in the pd clinic. A pd effluent culture was obtained. The patient was diagnosed with peritonitis. The patient was initiated on antibiotic therapy with intraperitoneal (ip) meropenem (dose not provided) daily with the last dose on (B)(6) 2024. The pd effluent culture resulted positive for pasteurella multocida. The patient remained on meropenem due to allergies to other antibiotics. The patient was administered the antibiotics daily at the pd clinic due to not being able to manage the antibiotics on her own because of forgetfulness. A repeat culture on (B)(6) 2024 showed no growth. The cause of the peritonitis was a breach in aseptic technique with exposure of the pd supplies to the patient¿s cat. No further information was provided.